Event description:
The advocate stated his wife's blood glucose readings on the contour would sometimes be 20-40mg/dl different than readings from the doctor's meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. New meter was sent.